Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards. System operates as intended.

Event description:
Customer reported the system will not display images. No patient injury was reported.